Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is unknown if there was any injury as a result of the malfunction. Additional patient/event information has been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the fecal management system had been inserted into the vagina rather than the rectum. The issue was "not discovered until hours later when the patient was transferred to a different unit". It was further reported that there was no harm to the patient and the device was re-inserted into the rectum.

Manufacturer narrative:
Additional information: no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).